Event description:
It was reported that during a prostate procedure, "forward firing" was observed. The procedure was completed using a second fiber. Patient outcome: "no injury to patient" reported.

Manufacturer narrative:
Device refers to forward firing of the side firing surgical fiber; a code request has been submitted.